Event description:
It was reported that upon multiple attempts, the device was unable to be interrogated. Patient was asymptomatic. The device was explanted and replaced. Patient is doing well.

Manufacturer narrative:
(B)(4). Device evaluation anticipated, but not yet begun.

Manufacturer narrative:
The reported field event of the inability to communicate with the device was confirmed in the laboratory was due to low battery voltage. The cause of the low battery voltage was premature battery depletion. Based on the available parameter and usage information, a longevity calculation was performed and was found to be below the expected limits. The original battery was returned to the vendor for further evaluation and no anomaly was found. The cause of the premature battery depletion could not be determined.